Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "structure club japan live demonstration 2022" was reviewed. The patient had coronary angioplasty and two vessel was bifurcated from proximal of right coronary artery and flew into the right atrium. The vessel at the right atrium became dilated with torose. The maximum diameter was 10mm. Closure of orifice to the right atrium via antegrade approach was planned. A 6f destination sheath was inserted via venous access. An 8mm amplatzer vascular plug ii (avpii) was selected for implant in the proximal side of the orifice of the coronary artery fistula. However, the plug did not deploy as intended due to a larger disc. The 8mm avpii was sized down to a 4mm avpii, which was successfully implanted in that location. In addition, another 8mm avpii was deployed slightly distal from the 4mm avpii. However, an unknown sized unknown manufacturer guide wire was unable to advance through into another vessel flowing into the right atrium, the vessel was embolized with three non-abbott devices. Right coronary angiography revealed the 4mm avpii became dropped off from the original position and device embolization occurred. It was decided that embolization with coil was performed perimeter of the dropped 4mm avpii. The first coil was successfully performed, however, as the second coil was attempted to be added, st-t wave change was observed in v1-4 chest leads. The procedure was temporarily interrupted. Coronary angiography was performed to confirm there was no thrombus. No thrombus was observed. After it was confirmed that ECG abnormal findings was restored, the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including arrhythmia, torose and st-t wave. Some of the complications reported were recurrence of patients coronary angioplasty and embolism. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided.